Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis, surgical intervention and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or impedance errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31277106l and no internal action related to the complaint was found during the review. The impedance and adverse event could not be confirmed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The catheter instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis, surgical intervention and prolonged hospitalization. The type of injury was a pericardial effusion. The low blood pressure was not noticed until they got back over to the right atrium and doing the flutter line post all the left atrial burns. The physician noticed the blood pressure was low when they were back on the right side and asked the anesthesiologist if it had been low and if they had been treating it. The response was that they had and that they had been treating it for a little bit. The effusion was confirmed by ultrasound with the soundstar catheter. They did a "tap" (pericardiocentesis), drew some blood out (1.2 liters), and verified with ultrasound to make sure it was not filling. They believed they were planning to transfer the patient to critical care unit (ccu) for observation. Patient is intubated at the time of reporting. There is a couple potential spots where it could have happened. They were doing the vein of marshall so it could have been during the cannulation part, trying to find sub-select the right vein may have caused a laceration or perforation there. It was reported that it could have also been when they went into the coronary sinus (cs) with the ablator and ablated as well and the impedance was above cutoff. The doctor had to suggest the spike cutoff to a higher value because it was cutting off. Before moving the patient to the ccu, fluid was building up again. Cardiac surgical support was called into the lab. The EKG cable had to be cut for the surgical procedure. The patient was transported to ccu. The surgical team had to open the chest. However, they did not find a source of the bleeding. Transseptal puncture was performed. Prior to noting the pericardial effusion, ablation was performed. No steam pop was observed. The bleed was observed towards the very end of the case. When the biosense webster inc. (Bwi) representative spoke with the physician, it was unclear when the effusion occurred. It was likely to have occurred during either the transeptal portion, the epicardial cs ablation portion, or possibly when getting access for the vein of marshall. The patient improved. Generator parameters: power control, 35w, impedance cutoff was initial 250 but was raised to 299 per the physician.